Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the lock prong of the tfna fem nail ø10 125° l170 timo15 was bent. No other visual defect was observed. There is no indication that a design or manufacturing issue has caused the complaint condition, and hence the root cause cannot be determined based on the evidence provided. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was unable to be performed due to the post-manufacturing damage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review : part# 04.037.012s. Lot # 35266p5. Manufacturing site: werk selzach logistik . Manufacturing date: 17.sep.2024. Expiration date: 01.sep.2034. Supplier: depuy (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an orif surgery for a trochanteric femoral fracture. The surgeon performed the surgery according to the surgical technique. Because a gap was found between the bone fragments, the surgeon compressed the bone fragments using a compression device and then tightened the locking mechanism. At that time, the lag screw inserter was aligned parallel to the nail, but the locking mechanism did not come down completely and the proper fixation was not achieved. The surgeon tried again, but the situation did not improve, so the surgeon suspected that the locking mechanism was broken and removed the nail, which confirmed that the locking mechanism was broken. The surgeon determined that reinsertion of that nail was not possible and inserted a different new nail of a different diameter. After that, the locking mechanism worked properly, and the rest of the procedures were carried out successfully. The cause of this event was thought to be that the inserter was not correctly aligned parallel to the nail, but since no significant misalignment was observed, the surgeon was skeptical and presumed if it was a mechanical problem. The surgery was completed successfully within 30 minutes delay. Patient outcome is reported as stable. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.